Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.5 x 33 mm xience prime stent was implanted in the mid right coronary artery (rca). On (B)(6) 2017, the patient was re-hospitalized due to chest pain. Computed tomography was performed and noted in-stent restenosis in the xience prime stent. Medication was administered; however, no additional intervention was performed. The event resolved on (B)(6) 2017. No additional information was provided.